Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the idler pulleys. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed near the broken conductor wire. Damaged insulation is observed on the conductor wire. The insulation was found to be pulled out from the broken conductor wire. Additional observation identified damage on the conductor wire insulation at the yaw pulley. The insulation was found to be pulled out from the broken conductor wire. There was no material missing. No signs of thermal damage were observed near the insulation damage. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy with sleeve resection surgical procedure, a broken cable on the wrist of the fenestrated bipolar forceps instrument was noted. The procedure was completed with no reported injury.